Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the reported issue was confirmed, however, the description per the instruction for use states that high frequency cauterization accessories, laser cauterization accessories, or argon cauterization accessories were used, and the following misuse may have occurred during the use. ·when using high frequency accessories: - a. Distal end of the device was contacted with mucosa. - b. The accessories were not pointed out far enough until the green mark set on the sheath of the accessories was visible. - c. The accessories were energized without their electrodes contacted with tissue. When using laser cauterization accessories: tip of laser probe was not pointed out far enough from tip of the device until it was visible in endoscopic image during laser cauterization treatment. When using argon plasma cauterization accessories: apc probe was not pointed out far enough until its black ring at tip was visible in endoscopic image. (10mm or more). Furthermore, we could not specify the definitive root cause of the suggested event. IFU warns on performing high frequency cauterization by stating the following. -operation manual chapter 4.3using endotherapy accessories ¿ always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. - IFU warns on performing laser cauterization by stating the following. ¿ to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. - IFU warns on performing argon plasma cauterization (apc) by stating the following. ¿ make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly and the endoscope may be damaged. Using a damaged endoscope may cause patient injury. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope had a damaged and burnt plastic distal end cover. There were no reports of patient involvement.